Manufacturer narrative:
The user guide states: you must take off your t:flex system and leave it outside the procedure room if you are going to have any of the following procedures. Follow your healthcare provider¿s instructions to replace missed insulin when you reconnect to the pump. Check your blood glucose before disconnecting from the pump and again when you reconnect and treat high blood glucose levels as recommended by your healthcare provider: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer wore pump during an MRI and an auto-off alarm occurred despite customer interaction with bolus delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.